Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port not charging issue was verified, but the battery not holding charge issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, it was reported that the pump battery was depleting quickly. Customer¿s blood glucose value was 123 - 130 mg/dl. A replacement pump was sent to resolve the issues.